Manufacturer narrative:
(B)(4). Manufacturing date -- 11/20/2015-11/24/2015. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and noted that the solution bag was docked to the device on the incorrect port side causing the product to leak at the connection site. Functional testing was performed with no issues noted. The reported condition was verified and the cause was determined to be a use error. The product label states to push the container medication port straight into the vial-mate port adaptor until the flange collar touches the container. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufacturing date: 11/20/15-11/24/15. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vialmate adaptor was leaking up and over the blue flange after it was connected to a solution bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.